Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion in the emergency department; the pump beeped 'infusion complete'; however, medication remained in the bag. The pump was programmed to deliver vancomycin 2000mg in a sodium chloride 0.9% 500ml bag to be infused over 120 minutes at 250ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/25/2025 (and not 03/03/2025 which was listed in the original report). Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream occlusion sensor test was performed, and the results were found to be within the product specification range. An upstream occlusion sensor test was performed, and the test passed. A flow rate accuracy test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.